Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na - attachment: [article mg.pdf]

Manufacturer narrative:
Event estimated dates. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, a definitive cause for the reported single leaflet device attachment/slda and break could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: predictors for efficacy of percutaneous mitral valve repair using the mitraclip system: the results of the mitraswiss registry.

Event description:
This is filed to single leaflet device attachment/slda and break. It was reported through a research article identifying mitraclip devices that may be related to: single leaflet device attachment (slda) and ruptured delivery catheter (break), specific patient information is documented as unknown. Details are listed in the attached article, titled, "predictors for efficacy of percutaneous mitral valve repair using the mitraclip system: the results of the mitraswiss registry¿. No additional information was provided.